Event description:
The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was instructed to remove the battery, clean the battery cap and reinsert the battery; failed battery test alarm occurred. The battery cap is being replaced. Blood glucose value is 388 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.